Event description:
It was reported that the gastrointestinal videoscope was used in procedure after 16 hours from reprocessing, not within 3 hours as per user facility policy and the british society of gastroenterology guidance. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. Based on the results of the investigation, a definitive root cause cannot be identified. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. This issue is addressed in the instructions for use (IFU): reprocessing manual chapter 1.2 importance of reprocessing: "when selecting appropriate methods and conditions for cleaning and disinfection and sterilization, follow the policies at your institution, applicable national laws and standards, and professional society guidelines and recommended practices, in addition to the instructions given in this manual." Olympus will continue to monitor the field performance of this device.